Event description:
The facility reported depleted batteries. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. A corrective and preventative action has been initiated (mdq-CAPA-132).